Event description:
The customer reported to olympus technical assistance center (tac), the front panel on the evis exera iii xenon light source began to flash, when switching scopes and switching to narrow band imaging (nbi) mode. It was then reported that the panel was no longer flashing. This occurred during a diagnostic procedure and there was no report of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), customer reported the front panel began to flash when switching scopes and switching to narrow band imaging (nbi) mode. Tac instructed the customer to power off the cv-190/clv-190 devices, to ensure the light source bale was secure on both ends and to exercise the tab at 12 o¿clock on the clv-190 socket. Customer then connected a scope and selected nbi, which was successful, and the panel did not flash. Tac informed customer that tab occasionally gets stuck and that is what can cause front panel to flash. Monitoring was recommended and customer was advised to send in for repair if the issue reoccurs. During follow up with tac and the customer, the issue was still reportedly resolved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the flashing that was observed on the front panel of the subject device. A definitive root cause for this issue was not established. However, it is probable that issue occurred because of a poor connection with the endoscope socket. Olympus will continue to monitor field performance for this device.